Event description:
It was reported that the user¿s ilet device became unresponsive at the fill tubing confirmation screen when attempting to select "yes" for seeing drops, consistent with a touchscreen or user interface malfunction, and the user was able to continue therapy after restarting the device via the mobile app. Customer care provided assistance that included customer interview and technical troubleshooting guidance. Investigation of this case revealed that a reboot restored functionality, and the issue could not be replicated post-restart. Symptoms included no adverse clinical effects. Outcomes included no interruption in therapy after restart. It was concluded that the event was attributable to a transient device user interface performance issue with no patient injury.